Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was leaking insulin at the site within one day of use. The patient considered he was inserting the site correctly into his skin and also noted that the issue was occurring with a competitor's infusion set. The patient's blood glucose was reported to be over 400mg/dl. A manual injection was used to address the high blood glucose. The patient turned off his pump and noted that he would use multiple daily insulin injections until he was ready to use pump therapy. No permanent injury was reported. See MFR: 3012307300-2016-00569.